Manufacturer narrative:
It was reported that the patient underwent a laparoscopic inguinal hernia repair procedure on (B)(6) 2016 and absorbable straps were used. During the procedure, a doctor performed the firing, but staples did not fix. A doctor tried several times until he had no choice, but to change the device. There were no adverse patient consequences reported. Additional information has been requested. Additional information was requested and the following was received: please confirm that the device was used in a vertical gastroplasty and not a hernia repair. The stapler was used in inguinal hernia surgery. If hernia repair, please provide specific type of hernia repair. Inguinal hernia. And was the repair open or laparoscopic? Laparoscopic.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/09/2017. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm that the device was used in a vertical gastroplasty and not a hernia repair. If hernia repair, please provide specific type of hernia repair. And was the repair open or laparoscopic?

Event description:
It was reported that the patient underwent a vertical gastroplasty procedure on (B)(6) 2016 and absorbable straps were used. During the procedure, a doctor performed the firing, but staples did not fix. A doctor tried several times until he had no choice, but to change the device. There were no adverse patient consequences reported. Additional information has been requested.